Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 46 mg/dl and current blood glucose is 100 mg/dl and before breakfast blood glucose was 103 mg/dl and at 1:00am blood glucose was 258 mg/dl and at the time of call blood glucose was 244 mg/dl. The customer treated their low blood glucose with capri and insulin. It also stated that drive support cap was normal. The customer was advised to discontinue the use of insulin pump. The insulin pump will not be returned for analysis.